Event description:
It was reported by the customer, "powerglide guidewire stick after it was engaged. I followed the needle tip all the way in. The needle encasement did come apart during insertion. I engaged the guidewire without difficulty. I attempted to advance the catheter and it would not move at all. I then attempted to pull the guidewire back in and it would not move. I removed the unit as 1 piece." Additional information 7/30/2025: it was reported the patient had to be stuck an additional time. 1/27/2025 - during evaluation of the returned device, the guidewire was found to have misaligned coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion was confirmed and was determined to be use related. The product returned for evaluation was a 18ga x 8cm powerglide pro midline catheter assembly. Usage residues were observed on the sample. The device was received fully assembled and the guidewire was fully advanced. A permanent bend was observed in the guidewire at the exit site from the needle. Microscopic inspection of the distal end of the catheter revealed it was deformed and flared outward. Microscopic inspection of the guidewire revealed a misaligned coil in the vicinity of the bend. The bend in the guidewire and catheter deformation were consistent with attempted insertion at a steep angle or insertion against resistance. The biological residue suggested the damage occurred during attempted device placement. This complaint will be recorded for future trending and monitoring purposes.